Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection could not be performed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. A potential root cause for eye spears shedding is an error made during the supplier's manufacturing process. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the spears are crumbling into pieces when used and that some fell into the incision and have to be removed. The patient's current condition is unknown. Additional information and product sample have been requested.